Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the wrong cubie opened and an incorrect medication was dispensed. A technical support specialist (tss) remoted into the system and guided the customer through a cycle count, during which the medication opened correctly. The customer reported intermittent drawer opening issues, however, the tss opened all drawers via populate buttons and verified proper functionality. The tss advised that the issue appeared to be an isolated event and requested continued monitoring. The customer later reported that the issue reoccurred on sunday and monday during restocking, stating that after logging out, an additional drawer opened on a non-synchronized cabinet. The tss attempted to contact the customer for further troubleshooting but received no response. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the wrong medication was opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.